Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted (B)(6) 2016.

Event description:
It was reported that diaphragmatic stimulation from the left ventricular (lv) lead was causing the patient discomfort. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.